Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. During unpacking of a 2.25 x 20 synergy drug-eluting stent, it was noted that the stent struts were defective upon removal from the hoop. No known patient complications were reported.